Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. The defib conductor was distorted, there was blood in/on the helix mechanism and the lead was damaged at implant.

Event description:
It was reported that during implant attempt, the physician was unable to implant the lead due to patient anatomy. The proximal coil was stretched as it was pulled through a safe sheath upon removal. A smaller lead was implanted. No patient complications have been reported as a result of this event.